Event description:
It was reported that the shunt was leaking during implantation.

Manufacturer narrative:
The returned shunt had no detected leaks. The valve was patent and passed siphon, reflux, and leakage testing. It was within specs for all pressure-flow and preimplantation tests. The conditions of the complaint could not be duplicated by laboratory personnel. A review of the manufacturing records showed no anomalies. All of our products are 100% tested at the time of manufacture.